Event description:
During coronary artery bypass graft surgery, after pt was placed on heart/lung bypass, optimal flow was not achieved. Flow did not increase until oxygenator was replaced while pt on bypass. This resulted in the pt being on low flow for 20 minutes, with 11 minutes of no circulation. Surgery was completed successfully and pt recovering.